Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook stopped working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the cautery device experienced mechanical issues, with the hook not moving properly and remaining stiff despite multiple attempts to dock and undock the instrument. However, the cautery function itself was working correctly, and no issues related to arcing, sparking, energy loss, or thermal damage were observed. The wires and cables were intact, and no physical damage or missing parts were noticed on the instrument. The instrument exhibited non-intuitive motion (reversed/uncontrolled motion), and a backup hook was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.